Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. .medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. A repeat test was performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified sars-cov-2. The following information was provided by the initial reporter: "it was reported by the customer that they are experiencing several sars-cov-2 n1 positives that are negative on repeat."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct1709) had "discrepant" results. Review of device history record for instrument ct1709 is not required as this complaint does not allege an elf/fai of the instrument and the complaint was not confirmed, therefore a dhf review would yield no useful information. Review of service history for this device revealed no prior event related to this failure mode. No samples were expected to be returned for investigation, therefore returned sample analysis is not performed. Complaint is unconfirmed as the customer was unable to be contacted for the necessary information to complete the investigation. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of june 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s2 with potential harm is short delay in results, testing must be repeated. Patient may require recollection of specimen possibly resulting in distress and/or mild discomfort via document baltrm-maxinst-aph, revision 22, line sw7. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. A repeat test was performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified sars-cov-2 the following information was provided by the initial reporter: "it was reported by the customer that they are experiencing several sars-cov-2 n1 positives that are negative on repeat. "